Event description:
On (B)(6) 2011, the pt underwent surgery and was implanted with 4 units of aft. On (B)(6) 2011, the pt returned to the operating room because of drainage at the incision site. Cultures were obtained; the results are pending. The pt has undergone two irrigation and debridement (I & d) procedures. The reporter could not confirm record of antibiotic treatment. Current status of the pt is unk. Additional info has been requested; not yet received. See medwatch # 2249062-2011-00003.